Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported from our affiliates in (B)(4), this was a case of a 26mm sapien 3 ultra transcatheter heart valve in aortic position by transfemoral approach. Crimping was performed according to IFU. During procedure, it was difficult to place the 14fr esheath. By using different wires (super stiff and lunderquist), it was possible to place the esheath after a few tries. After that, there were very high push forces while inserting and pushing the commander system through the esheath. After passing the sheath, it was recognized that one stent strut was sticking out. The sheath was ripped for 2/3, and the delivery system and the valve tore the liner and went out of the esheath through the side. It was decided to remove system with esheath through surgery as prevention and use a new 16fr esheath, delivery system, and valve. Implant went successfully. Patient is doing fine. Pre-decontamination evaluation of the returned delivery system showed that the balloon was not able to be inflated, and leakage was noticed from the flushing lumen when inflation was tried.

Manufacturer narrative:
The returned 26mm commander delivery system was returned in lock position, partially inserted through the 14f esheath. No fine adjust or flex were in use. The loader cap remained on the flex shaft. The valve remained crimped on the crimp balloon inside the sheath. The returned device was visually inspected and the following was observed: leakage was observed at flex tip during balloon inflation. After the balloon was removed from the delivery system at the crimp balloon, the distal end was clamped. Leakage was observed from the guidewire lumen port on y-connector. No visual abnormalities were observed on the balloon or delivery system. A review of the provided imagery was performed and the following was observed: bent valve strut was observed while inside the sheath. There was non-coaxial alignment between the delivery system with crimped valve and sheath. The access vessel appears to have a tortuous bend. The complaint for delivery system leakage was confirmed based on product evaluation of the returned device. No manufacturing non-conformances were identified through evaluation of the returned device. A review of the lot history, DHR, and manufacturing mitigations did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. Furthermore, no abnormalities were observed during device unpacking or preparation. A complaint history review on confirmed device complaints (returned and no product returned) from april 2021 to march 2022 for the edwards commander delivery system (all models and sizes) revealed additional similar complaints for delivery system leakage. The complaints were confirmed, but no manufacturing non-conformities that would have contributed to the reported events were identified. Available information suggested that procedural factors may have contributed to the complaint events. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of edwards lifesciences risk management documentation was performed for this case. Additional assessment of the failure mode is not required at this time. Since no product non-conformances were identified, a product risk assessment (pra) escalation is not required. Since no edwards defects were identified, no corrective or preventative actions are required. As the delivery systems are 100% tested for leakage, and as this issue was undetected during preparation, it is likely that damage to the delivery system occurred during the procedure. As reported, "it was noticed very high push forces while inserting and pushing the commander delivery system through esheath." Furthermore, the sheath was returned with liner tears and strands, in addition to the bent strut observed on the valve. Such damages are indicative of excessive manipulation and force used. In this case, it is possible that excessive force was applied to manipulate device during delivery system advancement, damaging the delivery system and resulting in the observed leakage. While a definitive root cause was unable to be determined at this time, available information suggests that procedural factors (excessive manipulation) may have contributed to the event.